Event description:
It was reported that during a da vinci si hysterectomy colpotomy procedure, the metal attachment on the endowrist vessel sealer instrument wrist broke. The surgical staff inspected the instrument and was unable to find any missing pieces and no pieces were observed to have fallen into the patient. The clinical sales representative present for the procedure indicated that the vessel sealer instrument collided multiple times with other instruments during the surgical procedure, likely causing the vessel sealer instrument to break. The planned surgical procedure was completed with a replacement instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The vessel sealer instrument will not be returned for evaluation by the site; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.